Event description:
It was reported that the right ventricular (rv) lead impedance was varying from 464 to 171 ohms and there was more than 3,000 non-sustained ventricular tachycardia episodes with noise. Reprogramming was done and the rv remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the rv lead was fractured and there was high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead (B)(6) 2007; 4194 implantable pacing lead (B)(6) 2007. (B)(4).